Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking from inside the case. Patient involvement is unknown.

Manufacturer narrative:
One device was received for investigation in good condition. The device was functionally tested and the reported problem could not be duplicated. The complaint is not confirmed. Preventative maintenance was performed on the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.